Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hemicolectomy, when applying second shot to the tissue, the device was unable to fire.  Another stapler was delivered to continue the case. There was no patient injury.